Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: na, as the lens was removed/replaced during the same procedure. Section d6b: na, as the lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that zonulysis occurred after intraocular lens (iol) implantation into the patient's operative eye. Lens was fully inserted. Additional information received stated that the lens was removed during same procedure and replaced with another iol. There was no reported injury to patient. No further information was provided.